Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported the pulse generator was explanted due to premature battery depletion. The device was replaced, without any adverse patient effects reported. The device is expected for return.